Manufacturer narrative:
The ge representative conducted an on site investigation. The power supply was replaced. The system was tested and operated as intended.

Event description:
The customer reported that the stenoscop system would not boot up. No patient injury was reported.